Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts/ ovarian cyst") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the abdominal distension, ovarian cyst, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2017 was added. Essure start date updated from 2010 to (B)(6) 2010. Events ovarian cyst, pelvic pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cysts/ ovarian cyst"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), ibuprofen, paracetamol (tylenol) and surgery (B)(6) 2017- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received outcome of event " dyspareunia and weight gain" were updated as recovered. Treatment drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts/ ovarian cyst") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the abdominal distension, ovarian cyst, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-dec-2010: total bilateral occlusion 22-jan-2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain') in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight.(B)(6) 2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cysts/ ovarian cyst"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), ibuprofen, paracetamol (tylenol) and surgery ((B)(6) 2017- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs right ovary was bleeding from a ruptured corpus luteum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: reporter information and rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain') in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. (B)(6) 2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cysts/ ovarian cyst"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), ibuprofen, paracetamol (tylenol) and surgery ((B)(6) 2017- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs right ovary was bleeding from a ruptured corpus luteum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: reporter information and rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain') in a 30-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. (B)(6) 2014, exam- us pelvic trans abo and trans vag, findings- transabdominal and endovaginal imaging of the pelvis was performed. Impression- mild prominence to the endometrial stripe, suggest correlation with patient's menstrual cycle, additional considerations raise for hyperplasia. Unremarkable ovaries with likely resolving dominant follicle in the right ovary. Suggest follow-up exam in 6-12 weeks as clinically indicated. Concurrent conditions included penicillin allergy and hives. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cysts/ ovarian cyst"), 3 years after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("constant bloating"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring), ibuprofen, paracetamol (tylenol) and surgery (B)(6) 2017- bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, weight increased and abdominal pain had resolved and the abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs right ovary was bleeding from a ruptured corpus luteum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, dyspareunia. Lot number:740647 manufacture date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.